Event description:
It was reported that a cartridge did not fit onto the pump. Customer¿s blood glucose level displayed "high". Manual injection was administered to resolve elevated glucose. Reportedly, customer reverted to mdi for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.